Event description:
Patient admitted for treatment of burns after department of human resources obtained custody. The active child was placed into a crib in a room across from nurses station. After placement in crib, around 21:00, nurse heard patient cry and responded to the room. The patient was found hanging from the crib between protective top and side rail. The patient's orientation was legs and torso on outside of crib towards floor with head and shoulders inside crib. It appears that the patient attempted to crawl out of crib and became stuck. Latch on protective top and side rails appeared locked and secure.